Manufacturer narrative:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle. There was no patient involvement.